Event description:
It was reported that a plexitron solution set was leaking from the air valve. This event was further described as, ¿when exerting pressure in the drip chamber there was leakage in the air valve of the solution¿. This occurred at anesthesiology while the set was connected to norepinephrine solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video was performed using the naked eye which revealed a fracture in the molded part (spike connector). The reported leak condition was verified. The cause of the condition was due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.